Event description:
It was reported that cord blood processing laboratory lab technicians noticed a leak in the 200 ml transfer bag of a cord blood processing kit. The contents of the transfer bag were transferred into another bag, ostensibly for freezing and possible future transplantation. Information was not provided as to whether the cord blood product had been subsequently thawed and utilized for transplantation.

Manufacturer narrative:
Device evaluation started, but not yet completed.